Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('two migrated coils') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("my periods got heavier / extremely heavy menstrual cycles"), abdominal distension ("bloating"), constipation ("constipation"), abdominal pain lower ("cramping like dullperiod cramps"), mood altered ("moodiness"), anxiety ("anxiety"), depression ("depression"), the first episode of premenstrual dysphoric disorder ("pmdd"), feeling abnormal ("brain fog"), the second episode of premenstrual dysphoric disorder ("severe pmdd"), fatigue ("chronic fatigue"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (coil and tube removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, abdominal distension, constipation, abdominal pain lower, mood altered, anxiety, depression, feeling abnormal, the last episode of premenstrual dysphoric disorder, fatigue, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, constipation, depression, device dislocation, fatigue, feeling abnormal, menorrhagia, mood altered, the first episode of premenstrual dysphoric disorder and the second episode of premenstrual dysphoric disorder to be related to essure. The following information was received from social media two migrated coils, lower back pain, hair loss, chronic fatigue, severe pmdd. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event medical device removal was deleted. Event added- two migrated coils, lower back pain, hair loss, chronic fatigue, severe pmdd. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("my periods got heavier"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter considered medical device removal and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : my periods got heavier. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("my periods got heavier"), abdominal distension ("bloating"), constipation ("constipation"), abdominal pain lower ("cramping like dullperiod cramps"), mood altered ("moodiness"), anxiety ("anxiety"), depression ("depression"), premenstrual dysphoric disorder ("pmdd") and feeling abnormal ("brain fog"). The patient was treated with surgery (coil and tube removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia, abdominal distension, constipation, abdominal pain lower, mood altered, anxiety, depression, premenstrual dysphoric disorder and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, depression, feeling abnormal, medical device removal, menorrhagia, mood altered and premenstrual dysphoric disorder to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: bloating, constipation and lower abdominal cramping were added on 20-mar-2020: no new clinical information received. On 20-mar-2020: social media received. New event added: moodiness, depression, pmdd, anxiety, brain fog. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.